Manufacturer narrative:
A supplemental MDR was filled to correct the imdrf annex e grid, imdrf annex f grid.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a door failure on multiple machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a door failure on multiple machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a door failure on multiple machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section b describe event or problem, section d medical device brand name and concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) found the device with tower door 2 was clicking and main 4.2 was not on the bus. Troubleshooted leads to grease all the tower doors and reseated the bus cable to resolved. After that all the devices meet specifications. The system functioned as intended after the field service engineer repaired the device.